Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar and intussusception are known complications of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The patient has been on duopa therapy since (B)(6) 2019. The report indicated that on (B)(6) 2020, the patient visited the hospital due to abdominal pain. A CT (computed tomography) scan was done and a telescoping phenomenon was found. The following day, gastroenterologist was consulted and it was decided that the j-tube will be cut to release the bellows-like (accordion-folded) intestines. Report also indicated that there was a mass at the tip of the j-tube; a laxative would be used to promote bowel movement or it would be loosened with a forceps. The report stated that the physician is distrustful of the j tube as the patient had previously experienced the telescoping phenomenon last year.